Manufacturer narrative:
The device was not returned for analysis. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during device removal inadvertent interaction with the deployed stent resulted in the stent being caught with the device resulting in the device being removed with the release sheath dragging the stent along with it; thus resulting in the reported activation failure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was a thoracic epidural analgesia (approach in open surgery) of the left femoral tripod and the physician took the opportunity to place the 7.0x100mm absolute pro 0.035 self-expanding stent system (sess) at the level of the left superficial femoral artery (sfa). Under scopic control, the stent was advanced to the lesion without any particular issues and released the stent making it clear that the distal and proximal radiopaque markers appeared showing that the stent was open and deployed in its entirety and was not partially stuck in the introducer. However, when the release sheath was removed, it was noted that the stent was caught in the sheath and tried gently to release it but unsuccessful. The device had to be removed with the release sheath dragging the stent along with it. Fortunately, it was a surgical approach so there was no difficulty recovering and extracting the whole device. Another stent was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.